Manufacturer narrative:
"A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)."

Event description:
It was reported that a syringe 5ml saline fill china sp leaked during use. The following was reported by the initial reported: "on (B)(6) 2020. When the flush was used to clean and seal the tube before infusion, , the flush was leaking, so replaced a new one immediately and without adverse event. Adr# (B)(4)."